Event description:
A biventricular pacing lead was being placed. The patient's anatomy was very tortuous, and eventually we were able to magnetically navigate the cronus ms wire (300 cm) to a fairly distal portion of the anatomy. The physician then advanced the guidant 6fr bi-polar lead, but was unable to move it distal enough to secure optimal positioning. When he attempted to withdraw the lead and then the guide wire to try a different position, we noticed that the distal end of the cronus (several centimeters) were still in the coronary sinus. The physician commented that it looked like part of the wire was still in the anatomy, but also said that it would not be a problem. He also said that previously he has seen the ends of pacemaker leads left in the heart, with no adverse affects. Another compnay's wire was then used to complete the procedure. No adverse event occurred.

Manufacturer narrative:
H.3, h.6: the investigation revealed the guidewire tip was not present and separated proximal to the tip. The physician believes the tip separated upon retraction into the biventricular lead. A review of the labeling is underway. Clinical re-training is in progress.